Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 d4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing - corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the nozzle units on air and o2 gas module were identified as defective. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Our conclusion is that the defective nozzle units were the cause of the failure. However, the root cause to why the parts failed has not been established as neither the device's log nor the claimed parts were available for further analyze.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).